Event description:
The user facility in (B)(6) reported the vitrectomy cutter was not cutting at 5000 cpm. The cutter started to work when reduced to 1000 cpm then stopped after 10 seconds. Starting at 900 cpm the cutter stopped after 10 to 20 seconds. Another cutter was used to complete the surgery. There was no impact to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.